Manufacturer narrative:
Analysis of the tined lead v927246 revealed all conductors are broken 7.0cm from the distal end due to overstress/damage. Analysis of the implantable neurostimulator (ins) (B)(4) functioning okay ,insignificant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# v927246, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The representative reported a broken lead in the pocket. The representative called to report that the week prior ((B)(6) 2016) when she had checked impedances before the revision that was done (B)(6) 2016, all impedance values were high >4000. When the physician opened up the pocket on (B)(6) to replace the implantable neurostimulator (ins), he noticed that the lead had broken off from the ins. The contacts were still in the ins. The doctor also noticed the lead was "coiled like a spring." The doctor replaced the lead and the ins. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.